Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse lifeband was returned to the manufacturer for analysis. The lifeband was not received in its original packaging. The compression pad was received dirty. Further inspection of the returned unit revealed multiple creases and twists on the surface of the belt guard indicating that the unit was used. The damages appear to be due to use and handling of the lifeband. Functional testing revealed that the right hinged skirt of the cover plate would not "snap" into the retracted position. The hook did not catch the cam style tumbler securing the "butterfly clip" tightly. The right skirt would not snap into place allowing the "butterfly" clip to fall open into the side slot of the autopulse, thus confirming the reported complaint. However, it should be noted that when compression testing was performed with the returned lifeband for 10 minutes using a test autopulse platform and mannequin, no issues were encountered. The unit performed as intended. Visual inspection of the clips revealed that both the hook and hinge pin on the right skirt had been bent out of position. Based on the condition of the unit, the cause of the right clip not opening and closing properly has been determined to be handling damage sustained during use or storage.

Event description:
Complainant alleged that the autopulse lifeband was defective. Customer indicated that the black u shaped belt guard clips on the sides of the lifeband did not "click" and snap into place on the metal post at either side of the lifeband. No adverse patient sequelae was reported. No further information was provided.